Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient's lead had fractured. The issue was confirmed visually. As a result, the patient underwent surgical intervention during which the lead was explanted. Effective therapy was established post-operatively.